Manufacturer narrative:
The device's removed main keypad was further evaluated. The root cause of the reported issue is the power button on the main keypad.

Event description:
The customer contacted physio-control to report that the on/off button was responding intermittently. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button was responding intermittently. There was no patient use reported with the event.